Manufacturer narrative:
Product ID 3387s-40, lot# v650839, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v650839, implanted: 2011 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
It was reported that high, but not out of range impedances were measured. The manufacturing representative was contacted on the day of this report by the patient¿s healthcare professional (hcp) because, the patient programmer was displaying end of service (eos). The battery depletion was considered premature. The manufacturing representative met with the patient on the day of this report and ran impedances. The only electrodes that seemed out of ordinary were zero and six. All pairs with electrode zero on the left lead were between 13,000-15,000 ohms and all pairs with electrode six on the right lead were between 6,000-7,000. The patient¿s left subthalamic nucleus was programmed to 0-, 3+ and the right subthalamic nucleus was programmed to 4-, 7+. The manufacturing representative did not change the programming since the patient did not have any tremors and they were receiving good therapy. The patient¿s implant incision was also infected due to the ruptured breast implant. The patient¿s hcp was treating and monitoring the infection. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.